Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No error alarm noted during testing. Unable to confirm error alarm in alarm history due to history file was overwritten. The insulin pump had a cracked case at display window corner and minor scratches on lcd window.

Event description:
No blood glucose levels reported. It was reported that the pt received a motor error alarm during bolus delivery. He also reported receiving a motor position encode error alarm. Customer stated he exposed his insulin pump to magnetic resonance imaging machine. Customer was unable to complete the rewind sequence. Advised customer that the pump will need to be replaced. Advised customer to revert to his back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).